Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator powered on, however, it would not boot up properly. The ventilator would go into a constant reset cycle. Bench testing revealed a malfunctioning pressure module was creating the inop conditions. Carefusion replaced the pressure module to address the reported issue.

Event description:
It was reported to carefusion that the unit was in use on a patient when the ventilator went inoperable. The unit was alarming "inop" and all of the led's were flashing. The patient was manually ventilated and placed on a backup ventilator with no patient harm.